Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose at device after an coronary interventional procedure. Reportedly, the device broke off at the distal guide. The piece was on the guidewire. The patient was taken to surgery and the piece of the device was removed from the patient. Hemostasis was achieved surgically. There was no reported adverse patient sequela. The physician is reportedly in-training in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. It was reported that the perclose a-t device was used in a heavily calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose at device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Also, per the instructions for use, the safety and effectiveness of the perclose a-t device has not been established in patients who are morbidly obese.